Event description:
It was reported that pump experienced malfunction code 9 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, successfully cleared malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.